Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.carrev.2018.08.009. If information is provided in the future, a supplemental report will be issued.

Event description:
This trial compared paclitaxel dcb (in.pact falcon, medtronic inc.) Versus zotarolimus des (resolute integrity, medtronic inc.) In patients with de novo lesions in small vessels. The primary endpoint was the composite of major adverse cardiac events (mace) including cardiac death, myocardial infarction, coronary artery bypass grafting, (CABG), and clinically-driven target vessel revascularization (tvr) or target lesion revascularization (tlr) at 12 months. The number of patients included was 94 (137 lesions), of which 49 (74 lesions) were randomized to dcb and 45 (63 lesions) to des. There was no difference in the size of the treated vessels, the type of lesions and balloon predilatation between the 2 groups. 4 patients crossed over from the dcb group to the des group due to lack of success from the dcb treatment, requiring bare metal stent implantation. There were 2 dissections in the des group and 7 dissections in the dcb group. At 12 months, there were no reported deaths,myocardial infarctions or CABG in both groups. Clinically driven tvr was reported in 2 patients in the dcb group and clinically driven tlr was reported in 1 patient in the des group. In the des group, 4 patients underwent revascularization in another vessel.